Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: gif-ez1500 operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, the air/water cylinder (aw-cylinder) had foreign material. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The following issues were found during the device evaluation: the air/water channel had foreign material because of insufficient reprocessing. Additionally, the suction cylinder had no color. The air water cylinder had foreign objects. Due to wear of angle wire, bending angle in the right direction did not meet the standard value. The plastic distal end cover had a scratch. Adhesive around the objective lens had discoloration. The adhesive on the bending section cover was detached. The connecting tube was snaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.